Event description:
On (B)(6) 2008, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm.it was reported on (B)(6) 2014, there was a reintervention. The physician performed a planned embolization of the right internal iliac artery, and implanted two gore® excluder® contralateral leg endoprosthesis devices. The patient tolerated the reintervention procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable.refer to field b6 for the results of the imaging evaluation.the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.